Manufacturer narrative:
(B)(4). Event date - (B)(6) 2013; implant date - (B)(6) 2010; explant date - (B)(6) 2013. Additional concomitant medical products: unknown nexgen rotating hinge knee femoral; unknown nexgen rotating hinge knee tibial tray. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04663. Product location unknown.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient experienced a fracture of the right femoral bone occurring on the lower third level of the right femur with dislocation. The patient was treated with skeletal traction. Subsequently, the patient underwent a right knee revision procedure. The implants were removed and replaced with rotating hinge knee (rhk) total implants, modular augments, and a plate with screws.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient underwent total knee arthroplasty with bone autoplasty and modular augments. Subsequently, the patient experienced a transverse fracture of the lower third of the right femur with dislocation without known cause of injury. Reported event was confirmed by review of medical records provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated:

Event description:
It was further reported the patient was experiencing metallosis of their tissues, instability and absence of inner tibial condyle. Products were removed during revision procedure. Surgeon implanted a plate which caused a delay in procedure of approximately forty minutes.